Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an paroxysmal atrial fibrillation (afib) procedure, the steering mechanism broke on the lasso navigational variable eco catheter. Upon request, additional information was provided on the event. The physician was not able to deflect the catheter. It would stay straight. This issue occurred during the procedure. The physician encountered a little difficultly removing it from the patient. He tried to remove it but it was stuck. The physician pulled a little harder and it came out in one piece. The catheter was in the left atrium. There were no issues for the patient. The physician used another lasso catheter to complete to the procedure. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that electrode ring #1 was damaged and rough on the proximal ends with white material underneath the electrode ring. This condition was not reported by the customer. This returned catheter condition is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
(B)(4) it was reported that during an paroxysmal atrial fibrillation (afib) procedure, the steering mechanism broke on the lasso navigational variable eco catheter. Upon request, additional information was provided on the event. The physician was not able to deflect the catheter. It would stay straight. This issue occurred during the procedure. The physician encountered a little difficultly removing it from the patient. He tried to remove it but it was stuck. The physician pulled a little harder and it came out in one piece. The catheter was in the left atrium. There were no issues for the patient. The physician used another lasso catheter to complete to the procedure. Upon receipt, the catheter was visually inspected and the steering mechanism was not broken. However, it was found that electrode ring #1 was damaged and had some white particles underneath. These conditions were not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle had a composition of polyethylene and barium sulfate. Since the physician had a little difficulty removing the catheter from the patient, the root cause of the ring damage and the white particle might have come from that situation. In addition, the white particle could be a portion of the sheath used; however this is not conclusive. An internal corrective action has been opened to address this issue. Catheter ods were measured and catheter passed. Then per the reported event, deflection and contraction tests were performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint cannot be confirmed. For the damage ring/foreign particles, as previously stated, an internal corrective action has been opened to address this issue.